Manufacturer narrative:
There was no patient involvement. Sorin group deutschland manufactures the s3 ups charging module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that when disconnected from the mains, the system would not switch to internal power unless the emergency discharge is enabled. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 ups charging module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported malfunction and traced the failure to a defective ups charge module and control module. Both components were replaced to resolve the issue. Subsequent testing of the device found no further issues. A review of the DHR did not identfy any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.

Event description:
Sorin group received a report that when disconnected from the mains, the system would not switch to internal power unless the emergency discharge is enabled. There was no patient involvement.